Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, inside microcentrifuge vial. Visual inspection found one of the haptics torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight:unknown. Ethnicity: unknown. Race: unknown. Date rec'd by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.0/0.5/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault without rotation. This exchange did not resolve the problem. Cause of event was unknown.